Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin 2g every other day, ongoing (route not reported). At the time of this report, the patient was recovering from the event. The patient was discharged four days after admission. Dianeal therapy was ongoing. No additional information is available.